Manufacturer narrative:
(B)(4). Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported that the ventilator alarmed with a high pressure regulation occurrence. The customer reported that there wasn't any patient harm.

Manufacturer narrative:
Date of event: (B)(6) 2015. Date rcvd by MFR: 03/24/2016. Conclusion / root cause: the motor controller (mc) pcba was tested and no failures were identified. This report is being submitted as part of the remediation for (B)(4).

Event description:
The customer reported that the ventilator alarmed with a high pressure regulation occurrence. The customer reported that there wasn't any patient harm.